Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck/clogged at the insertion site, but the foreign object could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual sif-h190 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual sif-h190 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a loose connection with the image on the videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there were foreign objects in the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was not returned and evaluated and confirmed that there were foreign objects in the connecting tube. Additional findings include; there was a scratch on the grip, switch box, and plug unit. There was a cut on switch one. There was discoloration on the right, left, up, and down knob. Due to a chip on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The bending tube was deformed. Connecting tub was snaking and the coating was peeled on the universal cord. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.